Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 06 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. Physical damage was confirmed at the locations where the foreign material was detected. However, the foreign material residue point was confirmed to be free from deformation. Hence, the cause of the material remaining could not be determined. The legal manufacture reviewed the cleaning disinfection and sterilization (cds) process steps provided by the customer, and it is unknown if there are deviations from the instructions for use (IFU) as the customer did not provide a response regarding delays in the start of precleaning, any abnormalities in the accessories used for reprocessing, presoaking the endoscope in the detergent solution, flushing the air/water nozzle with air and water. The instruction manual states the detection method associated with the both the events in "instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection", and preventative measures in "gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material in the nozzle and on the tip cover. There was no patient involvement.